Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies to resolve the issue. Customer's blood glucose was 416 mg/dl.